Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the system controller white power lead was not confirmed. The heartmate 3 system controller (serial number: (B)(4) was not returned for analysis and no images were submitted for review; however, a log files was submitted for review. There were no notable events active in the log files. An email with a request for missing meaningful data and/or event details was sent to customer, asking if the product would be returned for evaluation. Per account response, the system controller will not be returned as it was discarded. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4) was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2018. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinic with a tear in their white lead cable. The patient's old pocket controller was exchanged.